Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, there was an open wire in the cable connecting ECG electrode a and the front therapy electrode (te). The cause of the non-functional therapy electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.